Event description:
The customer emailed explaining that they chose to seek assistance from a medical provider to help remove their menstrual cup. The customer stated that they tried pulling the cup, broke the cup stem and could not remove the cup independently, and a medical professional had to assist them. The customer was asked additional details on the use of the device if they had read and understood the instructions. We replaced the product and gave further use instructions to the customer.